Event description:
Four days after a coronary drug eluting stenting treatment procedure a thrombosis occurred. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal left anterior descending (lad) with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 (distal lad) was treated with pre-dilatation and placement of a 2.75 x 24 mm taxus express2 8.8% stent. Residual stenosis was 0%. Target lesion 2 was identified in the mid lad with 80% stenosis and a 3.25 mm reference vessel diameter. Target lesion 2 (mid lad) was treated with pre-dilatation and placement of a 3.0 x 12 mm taxus express2 8.8% stent. This stent overlapped the taxus stent placed in the distal lad. Residual stenosis was 0%. Target lesion 3 was identified in the lower sub branch of the ramus intermedius with 70-80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 3 (lower ramus) was treated with pre-dilatation and placement of a 2.5 x 12 mm taxus express2 8.8% stent. Target lesion 4 was identified in the upper sub branch of the ramus with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 4 was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus express2 stent. This was overlapping the stent placed in the upper sub branch. Residual stenosis was 0%. Target lesion 5 was identified in the distal circumflex (cx) with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 5 was treated with pre-dilatation and placement of a 2.75 x 12 mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the following day. The pt was readmitted three days later with acute onset substernal chest pain. Per the cath report dated same day, the pt had developed this chest pain approximately 24 hours after discharge from the initial hospitalization. Pt was at first admitted to an outside hospital and then transferred to the enrolling institution for further management and treatment. The pt's EKG showed mild st elevation in the precordial leads and the pt's troponin was significantly elevated. Cardiac catheterization same day revealed: lmca - no significant disease, lad (target vessel) - mild proximal irregularities; diag2 widely patent; mid lad stent widely patent; distal lad occluded with evidence of thrombosis in the stent, ramus (target vessel) - stents widely patent, lcx (target vessel) - stent widely patent. Same day, balloon angioplasty was performed within the distal lad stent, resulting in 0% residual stenosis. Final angiography revealed timi-3 flow into the distal lad and no evidence of dissection or distal embolization. The pt was discharged three days later.